Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an arthroscopic procedure, the t2 of the ultra fastfix could not be deployed. Surgery was completed with a back-up device instead, t1 was removed using tweezers. There was a surgical delay of less than 30 minutes, and no further complications were reported. Patient status is fine.

Manufacturer narrative:
H10: internal complaint reference case (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned on the device. The t1 is at the tip of the needle. The t1 has been off the device and replaced with evidence of being in contact with a sharp instrument. The t2 shows no defect. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation, using a simulation meniscus, to implant the t1 would be inconclusive because the t1 has already been deployed, then placed back onto the needle. The actuator will push the t2 forward to the point of being deployed as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. Based on this investigation, the need for corrective action is not indicated.